Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively, the right ventricular (rv) lead dislodged possibly during an ablation procedure, that resulted in  loss of capture and high thresholds. The lead was programmed off and remains in patient. It was further reported that the rv lead was explanted and replaced. It was further reported that during the rv lead explant procedure when attempting to place the new rv left bundle branch lead, the introducer sheath could not advance the lead through the septum. A different introducer was used and after multiple attempted positions the physician settled on a location with high thresholds and the lead was successfully implanted. No patient complications have been reported as a result of this event.